Event description:
The customer reports observation of nonreactive (negative) advia centaur hcv (ahcv) results which were discordant relative to alternate-method testing when running ahcv lot 474. The customer obtained nonreactive (negative) ahcv results for two patients which were discordant relative to repeat testing using alternate methods. Following initial nonreactive results, the samples were re-tested using two alternate methods (abbott alinity and maglumi x3). Both samples were found discordant relative to abbott alinity and maglumi x3, which produced positive results. Later investigational re-testing using advia centaur xpt ahcv produced nonreactive or equivocal results for these patient samples. There are no reports of any adverse patient consequences in association with the observed discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of nonreactive (negative) advia centaur hcv (ahcv) results which were discordant relative to alternate-method testing. No issues were identified with assay calibration or quality control (qc) results. Siemens is investigating.

Manufacturer narrative:
A customer from outside the united states reported observation of nonreactive (negative) advia centaur hcv (ahcv) results which were discordant relative to alternate-method testing. The customer described four instances of discordant nonreactive ahcv results. [Refer to reports 1219913-2025-00071, 1219913-2025-00072, and 1219913-2025-00073.] No issues were reported with respect to quality control (qc) results. Siemens was able to verify one qc data point within range, but requested qc history was not provided by the customer, and further analysis could not be performed. Siemens has attempted to acquire additional information regarding patient clinical history in order to investigate potential causes for the observed discrepancies, but the customer has declined to provide additional information and has ceased use of the product. The customer declined troubleshooting assistance. A specific cause for the observed discordance could not be determined, but no systemic product issue was identified. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.